Event description:
It was reported that (1) atw35 and (1) tr35w were used during a vats lobectomy procedure. It was reported by the affiliate that the device would not fire. Opened another device to complete the case. There was no consequence to patient.